Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the sheath was introduced after the transeptal puncture, the patient became unconscious. A cerebrovascular accident (cva) was suspected. The case was aborted. No further patient complications have been reported as a result of this event.